Manufacturer narrative:
The customer gave updated information that the patient did not receive insulin based on the cobas pulse result. The test strips and meter were not provided for investigation. The test strips are factory calibrated and released through a defined process that ensures the claimed performance. All relevant inspections for the affected lot passed the release requirements. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The meter serial number is (B)(6). The meter and strips were requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results from a cobas pulse meter. The meter result was 467. Twenty minutes later, the meter result was 166. The customer stated that they performed testing on another meter and that it "worked properly." The units of measurement were not provided.